Event description:
The end user reported that the bottom plastic sole of the boot fell off when the patient was walking. The issue caused the patient to fall on the ground.

Manufacturer narrative:
Deroyal: the reported device was returned for evaluation. It was concluded based on the vendor's lot number (0810567) on the product, that the device was produced in august 2008. There were previous gluing issues at this time and employees were retrained on the gluing process. A replacement was send to the customer.